Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling on their own noted. Unable to perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers were ramping on display screen and buttons were not responding during bolus. Customer also reported that insulin pump received a button error alarm. Customer's blood glucose was over 400 mg/dl. Customer reported that insulin pump was worn underneath gym shirt and may have been exposed to moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced.